Event description:
It was reported to sales department by surgeon that a 27mm edwards carpentier implanted in 2006 was noted on tee to have 2 of the 3 leaflets completely fused and only one leaflet moving. The patient underwent a transapical transcatheter mitral valve replacement inside the stenotic bioprosthetic mitral valve in a valve in valve fashion. The operative report indicates "tee was performed by the anesthesia team, and this showed that the aortic valve was critically stenotic. It also showed that the mitral valve prosthesis was highly dysfunctional, as 2 of the leaflets were immobile and only 1 leaflet opened. The gradients across the mitral valve were over 10 mmhg peak and about 10 mmhg mean, showing severe mitral stenosis....[after valve implantation] the patient tolerated this very complex procedure...and returned to the intensive care unite in stable condition."

Manufacturer narrative:
Implantation of a transcatheter heart valve inside a degenerated one is a less invasive procedure to treat valvular disease. Stenosis of a bioprosthetic valve is dependent on both patient factors an intrinsic properties of bioprosthetic valves. Without return of device, the nature of the reported severe stenosis cannot be identified or evaluated. Stenosis may be due to calcific tissue degeneration, non-calcific tissue degeneration, and/or non-structural dysfunction.